Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. Reportedly, the patient had a cardiac surgery and was believed to be the cause of bacteremia, endocarditis and sepsis. The patient was subsequently in the hospital with the said issues. There were no additional adverse patient effects reported. The rv lead remains in service. This report was filed in error. Boston scientific is a distributor of this lead (model 4046). The manufacturer epath medical owns the post-market approval for this product. As a result, this correction report is being submitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the brand name, common device name, pro code (product code), manufacturer name, manufacturer address 1, manufacturer city, manufacturer zip/postal code, manufacturer email, model number, catalog number and expiration date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. Reportedly, the patient had a cardiac surgery and was believed to be the cause of bacteremia, endocarditis and sepsis. The patient was subsequently in the hospital with the said issues. There were no additional adverse patient effects reported. The rv lead remains in service.